Event description:
It was reported the patient had the inflatable penile prosthesis (ipp) the pump was repositioned as the pump would not inflate due to a kink. Following the revision surgery, the device was functioning properly.